Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation of the device for use for a cardiopulmonary bypass procedure, the pump system did not respond properly to safety sensor signals. When pump stop signals were sent from the safety sensors, the pump did not stop. There was no adverse consequence to a patient as a result of this event.